Manufacturer narrative:
The lot number was provided, therefore a lot history review was performed. The sample was returned to the manufacturer for evaluation. The investigation reported issue was confirmed for the reported fracture and unconfirmed for material twisted. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material twisted and fracture. This information was received from one source. This malfunction involved a patient with no consequences. The (B)(6) year old male patient weighed (B)(6) kgs.